Event description:
A caller reported encountering a cgm error labeled as error 42 related to a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and the caller was able to successfully start a new sensor session without further issues.